Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. Additional information received: please tell us the surgical technique and the site of use of the product in this case. Low anterior resection. When the anvil was stuck, was it stuck when the anvil was removed from the main body in preparation for use? Or was it after the anvil was removed and implanted in the body? During preparation before use. It mentioned that you replaced the device was replaced. Which method of the replacement performed? Replace ment of the anvil only, replacement of the main body only, or replacement of both the anvil and main body with an alternative product? Replacement of both the anvil and main body. Is there any problem with the patient's condition after the surgery? No problem.

Event description:
It was reported that during an unknown procedure, the anvil could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent 2/5/2024 d4 batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2024. D4: batch #436c36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. The anvil was difficult to removed and it could not be reinserted. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 436c36, and no non-conformances were identified.